Event description:
It was reported that during the use of the fusion oxygenator device, there was an alleged product issue involving high pressure post oxygenator. The product was replaced.there was no adverse patient effect associated with this event. Medtronic received additional information that the pressure increased suddenly. The pressure past measures of 400mmhg. The pressures were measured post oxygenator. The activated clotting time (act) instrument was used and by hospital protocol, the measures were above 460s.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.